Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, (B)(6) 2025, he was basing his allegation of inaccuracy on the fact that his cgm values were going ¿up and down¿, and he was asymptomatic. However, he did not have a bg meter to use for comparison. On (B)(6) 2025, the patient noticed that his cgm values were going ¿up and down¿ (no specified values were reported) and that he was asymptomatic. The patient¿s wife called emergency medical services (ems). Once ems arrived, an unspecified test was done, and his bg meter reading was 398 mg/dl. The patient could not recall his cgm value at this time. He was then transported to the emergency room (ER), the patient was treated with an unspecified IV to bring his bg level down. After another bg meter test, his reading was 389 mg/dl. The cgm device was not checked for a comparison value. He was discharged home after approximately 3.5 hours. The patient could not recall his bg or cgm value at the time of discharge. At the time of the report the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.